Manufacturer narrative:
Product analysis summary: stent was positioned between the markerbands but not meeting specifications due to deformation of the proximal stent wraps. Deformation was evident to the most proximal stent wraps with struts raised and overlapping. No deformation evident to the distal tip. The distal shaft was torn from the guidewire entry port to the proximal balloon fold. The guidewire entry port was severely stretched and torn. Stretching was evident to the transitional tubing. The inner lumen patency was not verified with a 0.015 inch mandrel, as the mandrel exited through the torn portion of the distal shaft. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a severely calcified lesion exhibiting 95% stenosis located in the distal lad. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated to 10 atm using a 2.0x12mm balloon. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery of the device. It was reported that the device failed to cross the lesion. The procedure was completed using another medtronic stent. The patient is reported to be alive with no injury. It is stated that the event was due to use of the device in difficult lesion morphology/anatomy, meaning that the event was procedural related and not device related.